Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited episodes of noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.